Event description:
The customer reported to olympus that the evis exera iii xenon light source presented a b30 (scope communication error). There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical support (tac) via the phone, the customer was advised to attempt the following: if the scope mage was present while an error appeared on the monitor, select the esc key on the cv-190 keyboard to clear the error and proceed. In the future, do not hot-swap scopes; instead, power down to remove and install scopes at the light source. Also, errors must be cleared before trying an additional scope, or it will appear that the additional scope has the same error. Foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint, are on the electrical contacts of the scope. Wipe the electrical contacts on the endoscope connector using a clean, lint-free cloth moistened with isopropyl alcohol. After drying, connect the endoscope to the light source; verify and reset communication cables; verify the endoscope connector on the light source is clean and free of debris; and verify color bars were present on the monitor without a scope installed in the light source. The error was cleared, and the issue was resolved. The device will not be returned as this issue has been resolved. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The b30 error message was resolved after cleaning the electrical contacts of the out connector. Although it was determined that the b30 error message was likely due to residual liquid or foreign matter adhering to the electrical contacts, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.